Event description:
Customer reported the IV set male luer disconnected from the luer locking cannula female luer during tpn infusion. The customer reported, "at bedside I smelled tpn and looked around and did not see a leak anywhere after about an hour I looked again and continued to smell it then I looked on the bed and there was a wet spot and some on the floor. I immediately turned off the tpn and put on a new." There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). The concomitant product has been received (the suspect disposable was not received) and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.